Manufacturer narrative:
A steris service technician arrived onsite to inspect the table and found that facility personnel had been using a hand control with a damaged cord. The damage to the cord caused an electrical short within the hand control which resulted in the uncommanded movement. Facility personnel were aware the hand control cord was damaged and continued use of the hand control. The table was installed in march 2015 and is not under steris service agreement. The user facility is responsible for all maintenance activities. The user facility has ordered a replacement hand control. The technician counseled facility personnel on proper use and operation of the surgical table, specifically not to use a damaged hand control. No additional issues have been reported.

Event description:
The user facility reported that during a patient procedure their 5085 srt surgical table was in trendelenburg and slightly tilted left when the table began to move further into trendelenburg and left tilt without being commanded to do so. Facility personnel stabilized the patient, leveled the table, and reintubated the patient. The procedure was completed successfully. No report of injury.